Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a technical support specialist (tss) remotely accessed the cabinet and confirmed that the customer was unable to interact with the touchscreen after login, while navigation was possible using the remote cursor. A field service engineer (fse) confirmed that there were no issues with the device, and the device was functioning properly. The system functioned as intended after the technical support specialist and the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the system had a login issue due to a ghost touch condition, a bubble-like formation was present on the left corner of the touchscreen, which interfered with touch functionality. The customer attempted to use a mouse as a workaround and planned to use a fan to dry the affected area. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.